Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was unresponsive. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. A quote for onsite service is currently pending.

Manufacturer narrative:
The quote for onsite service was later cancelled. No further action provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.